Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant, during atrioventricular node ablation, the right ventricular (rv) lead thresholds increased to a high level and the lead stopped capturing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.